Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, (B)(4) states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity". Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. (B)(4).

Manufacturer narrative:
Evaluation of the returned device was inconclusive as to the cause of the event.this report filed (B)(4), 2011.

Event description:
It was reported that patient underwent partial knee arthroplasty on (B)(6) 2007. Subsequently, radiographs taken in (B)(6) 2010 revealed loosening of the right partial knee prostheses. Patient reported pain and instability in (B)(6) 2011. Radiographs revealed collapse of the tibial component of her right partial knee. On (B)(6) 2011, the patient was revised to a total knee arthroplasty.